Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set had air in the line. It was further reported that there were "lots of air" and occlusion alarms with this set. This issue was identified during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.